Event description:
It was reported that the insulin pump had physical damage. Customer stated the insulin had a crack and believes moisture has got into the insulin pump. Customer stated the damage is a crack to the casing to the right hand top side. Customer's blood glucose was 5.0 mmol/l. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided

Manufacturer narrative:
Insulin pump received with cracked case on display window corners, cracked display window and cracked battery tube threads. Insulin pump received with minor scratches on display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).